Event description:
It was reported that the patient experienced infection. The entire implantable cardioverter defibrillator system was explanted. The patient was stable before, during and post procedure.